Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 406 mg/dl. The customer stated the insulin pump alarmed low battery and power loss. Troubleshooting was performed. The alarms were cleared and advised to monitor the insulin pump. The product was not returned for analysis.